Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 200 mg/dl and the sensor glucose was 62 mg/dl at the time of the incident. The customer stated they were having an issue on their 4th sensor. The customer stated their blood glucose levels were up in the 315 mg/dl range. The customer states the insulin pump alarmed low sensor glucose and suspended but at the time they were at 315mg/dl. The customer treated with a bolus. The customer declined to troubleshoot for the high blood glucose customer decline, she changed the sensor . The customer was informed that their blood glucose and sensor glucose levels were not in the acceptable range. The sensor will be returned for analysis.